Manufacturer narrative:
Philips service replaced the ip pc revised_ii no hdd and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the lateral pc failed post-test; replaced ip pc on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.